Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument metal part was all bent and a bit dislodged from the rest of the insulated part. It did not break off, but it is wedged into the black insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material was discovered during pre-use inspection and not during surgery; the instrument was not used on a patient, no fragments fell inside the patient, and no post-surgical complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube. The broken main tube measure approximately 1.46 from the distal tip. The components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact. There was a possibility of missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.